Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. Per baxter labeling, all printed pouches for disposable products intended for single use are labeled with the statement, "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to global technical service (gts) that the home patient (hp) restarted therapy with the same set up. The hp contacted gts regarding an alarm on the home choice (hc) during use. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information available.